Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented in clinic, due to unrelated discomfort. Device interrogation revealed, inadequate capture threshold on the right ventricular (rv) lead. This was later confirmed by x-ray, to be caused by dislodgement noted, on both on the rv lead and the atrial (ra) lead. The physician elected to explant and replace the ra lead and to reset the rv lead. The patient was in stable condition.

Event description:
Related manufacturer reference number: (B)(4) related manufacturer reference number: (B)(4) it was reported that the patient presented in clinic due to unrelated discomfort. Device interrogation revealed inadequate capture threshold on the right ventricular (rv) lead this was later confirmed by x-ray to be caused by dislodgement noted on both on the rv lead and the atrial (ra), lead also noted poor sensing on the ra lead. The physician elected to explant and replace the ra lead and to reset the rv lead. The patient was in stable condition.

Manufacturer narrative:
Correction: b5 for missing poor sensing on atrial lead.

Manufacturer narrative:
Correction: b5 and h6 for missing poor pacing codes.

Event description:
It was reported that the patient presented in clinic due to unrelated discomfort. Device interrogation revealed inadequate capture threshold on the right ventricular (rv) lead this was later confirmed by x-ray to be caused by dislodgement noted on both on the rv lead and the atrial (ra), lead also noted poor sensing and poor pacing on the ra lead. The physician elected to explant and replace the ra lead and to reset the rv lead. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2023-49856. It was reported that the patient presented in clinic due to discomfort. Device interrogation revealed inadequate capture threshold on the right ventricular (rv) lead this was later confirmed by x-ray to be caused by dislodgement noted on both on the rv lead and the atrial (ra), lead also noted poor sensing and poor pacing on the ra lead. The physician elected to explant and replace the ra lead and to reset the rv lead. The patient was in stable condition.